Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Photographs of the device were provided for evaluation. Image review revealed blood visible in the inflation balloon. The amount of blood in the balloon suggested a large tear, likely in the crimp balloon. The image review confirmed that there was a break in the balloon material and confirmed the complaint for balloon torn. Cine from the procedure was also provided. No imagery of the valve alignment was provided; however, imagery showing the valve fully aligned was available. In this imagery, a gap between the valve and the distal alignment marker were observed. The sequence of images provides evidence that the balloon tore during valve alignment. A balloon tear during valve alignment would result in the inflation balloon compressing and the valve being positioned between the alignment markers. Once the flex tip was pulled back, the balloon would uncompress and move proximally, leaving a gap to the distal marker. Lot history review revealed additional complaints for similar complaints for balloon torn. No manufacturing non-conformances were identified. Available information suggested patient and or procedural factors may have contributed to the event. No additional complaints were found for valve movement on balloon. Complaint history review from february 2018 through january 2019 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for balloon torn. Review of the similar complaints was done and no potential manufacturing non-conformances that would have contributed to the complaints were identified. A review of the complaint history from february 2018 through january 2019 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for valve movement on balloon. A review of these complaints identified patient/procedural factors as potential root causes for this issue. A CAPA was previously initiated to document the investigation and drive corrective/preventative actions as appropriate. Based on the available information, in can be speculated that the root cause of the reported complaint is related. Of note, no dimensional non-conformances that would have contributed to the complaint were found. A review of complaint data revealed that the complaint rates did not exceeded the january 2019 control limit for the applicable trend categories. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. Regardless, additional actions are being initiated per the initiated CAPA. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) undergo multiple visual inspections and testing. During the manufacturing process, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. In addition, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the inflation balloon. Product verification (pv) testing was also performed on each lot using a sampling plan. The samples undergo functional product verification testing, including visual inspection for physical defects or damage and are tested for balloon burst pressure. In addition, the inflation balloon/nose tip, inflation balloon/crimp balloon and crimp balloon/ balloon shaft bonds are tensile tested. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints for balloon torn and valve movement on balloon were confirmed based on imagery review. As the device was not returned for evaluation, the presence of any potential manufacturing non-conformances was not able to be determined. A review of the manufacturing mitigations supported that the delivery system had the proper inspections to detect issues related to the event. Based on imagery review, it is likely that the crimp balloon tore during valve alignment. Potential root causes of the tearing of the crimp balloon material proximal to the inflation balloon to the crimp balloon bond have been identified and previously documented in a product risk assessment by edwards lifesciences. Increased alignment forces experiences during the procedure have been identified as a possible root cause for the balloon tear. Any bends or angles could result in increased forces being applied to the bond area. The valve may unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip if bends/angles are present during valve alignment. This can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. A balloon tear during valve alignment would result in the inflation balloon compressing and the valve being positioned between the alignment markers. Once the flex tip was pulled back, the balloon would uncompress and move proximally, leaving a gap to the distal marker. This gives the appearance that the valve had moved proximally on the balloon. Although a definite root cause could not be determined, based on the available information, procedural factors (high valve alignment forces) likely contributed to the reported balloon tear and valve movement on the balloon. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified during this investigation, and the trend category does not exceed control limits, no corrective or preventive action is required at this time. In addition, a product risk assessment (pra) escalation is not required. However, at management discretion, a pra previously initiated to document and assess the balloon torn and the valve movement on balloon issues and the associated risks, and CAPA were initiated to further investigate these issues and drive potential corrective/preventative actions. No IFU/training material deficiencies were identified. Regardless, edwards has decided to proceed with including into the IFU additional information that currently exists in the training manuals related to tension build-up in the device during use.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26mm sapien 3 valve in the aortic position, the delivery system balloon did not inflate. The system was able to be removed from the patient successfully. New devices were prepared and a new valve was successfully implanted. At last report the patient was doing very well. It was not clear where the leakage was coming from, but contrast was seen leaking from the edge of the flex catheter. The delivery system was able to be successfully de-aired, and there was little to no resistance during valve alignment. The patient¿s access vessel diameter was 6.5mm, had mild to severe tortuosity and mild calcification.